Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged maceration is related to the activ.a.c.¿ therapy (system). This report is being filed due to possible use error. The nurse stated that the patient was noncompliant with care and did not follow the physician's orders to off load and limit ambulation activities while on the activ.a.c.¿ therapy (system). Device labeling, available in print and online, states: ensuring dressing integrity it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: -identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. -if a leak source is identified, patch with additional drape to ensure seal integrity. -caution: use as few layers of drape as possible. Multiple layers of the v.a.c.® drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal -for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. -position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Foot wounds: for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c./t.r.a.c. Pad. This involves using the foam to allow placement.

Event description:
On (B)(6)2017, the following information was reported to kci by the kci representative: the nurse alleged that the unit was not suctioning, that the fluid was pooling in the wound area, and the patient's wound had become macerated. On (B)(6) 2017, the following information was reported to kci by the nurse: the nurse stated that the patient's foot was macerated and an alternate dressing was placed. The patient is noncompliant with the physician's orders and instructions and does not off load as instructed. She ambulates a lot causing drainage to collect under the dressing. On (B)(6) 2017, the following information was reported to kci by the nurse: the nurse stated that the maceration was first noted on or maybe about (B)(6) 2017. The physician did a surgical debridement on (B)(6) 2017 to remove some of the maceration and activ.a.c.¿ therapy (system) continued. The patient had a lot of fluid and it was alleged the unit was not adequately suctioning the fluid off the wound. By (B)(6) 2017 the maceration had gotten worse again. The patient was placed on a wet to dry dressing to give the maceration a chance to resolve. On (B)(6)2017 she had received assistance from the kci representative who provided dressing instructions and advice, which was very helpful in resolving the maceration for the patient. The patient was seen (B)(6) 2017 and the maceration had almost completely resolved. No additional information has been provided at this time. On jul 10 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On aug 10 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.